Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the svc coil on the right ventricular lead triggered an alert for high impedance. The svc coil was programmed off and defibrillation thresholds were performed. The lead remains in use. No patient complications have been reported as a result of this event.